Manufacturer narrative:
Covidien reference number: (B)(4). Customer replaced user interface printed circuit board (ui pcb). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the seven-segment cannot be fully displayed. There was no patient involvement reported. There is no report of serious injury or death associated with this event.